Event description:
It was reported that the cover of aseptic transfer kit housing is damaged. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ finland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h11. It was determined the lid seal was damaged causing a leak. There were no issues with the lid locking/closing. Upon receipt of additional information, it was determined this event is not reportable. This complaint turned out to be a duplicate of(B)(4) and the MDR decision tree will be voided upon submission of the medwatch report.

Event description:
It was determined the lid seal was damaged causing a leak. There were no issues with the lid locking/closing. Upon receipt of additional information, it was determined this event is not reportable. This complaint turned out to be a duplicate of (B)(4) and the MDR decision tree will be voided upon submission of the medwatch report.